Manufacturer narrative:
Returned product consisted of an innova stent stuck in a sheath and no other devices. Only a partial piece of the stent was returned inside the introducer sheath that was used in the procedure. The stent was fractured and could not be removed from the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and a stent fracture occurred. Vascular access was obtained via a contralateral approach. The mildly calcified target lesion was located from the common iliac to the external iliac. Following pre-dilation, a 8 x 120 x 75 innova¿ self-expanding stent was advanced to the target lesion. The stent was deployed using normal force. The physician thought that the entire stent had been deployed, therefore the delivery catheter was removed. However, the physician failed to deploy the last 1% of the stent and the stent was still attached to the delivery catheter when removed. At this point, the stent became lodged in the introducer sheath and the stent stretched and fractured into two pieces. Both pieces were removed from the patient and the procedure was completed with a 8 x 100 x 75 innova¿ self-expanding stent. There were no further patient complications and the patient condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues and a stent fracture occurred. Vascular access was obtained via a contralateral approach. The mildly calcified target lesion was located from the common iliac to the external iliac. Following pre-dilation, a 8 x 120 x 75 innova¿ self-expanding stent was advanced to the target lesion. The stent was deployed using normal force. The physician thought that the entire stent had been deployed, therefore the delivery catheter was removed. However, the physician failed to deploy the last 1% of the stent and the stent was still attached to the delivery catheter when removed. At this point, the stent became lodged in the introducer sheath and the stent stretched and fractured into two pieces. Both pieces were removed from the patient and the procedure was completed with a 8 x 100 x 75 innova¿ self-expanding stent. There were no further patient complications and the patient condition is fine.